Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a failed total shoulder arthroplasty with a rotator cuff tear; the surgeon performed a conversion to a reverse total shoulder arthroplasty.